Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluders was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. It was noted that there was fluid in the transverse sinus prior to the procedure. The left atrial pressure was 15mmhg. The patient's activated clotting time levels was 312 seconds. The device was successfully implanted. 8 hours post-procedure, the patient presented with a pericardial effusion. A pericardiocentesis was performed, and 150cc of fluid was drained. The drainage was noted to look old. The cause of the pericardial effusion was believed to be due to the patient's age. The patient status was stable.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.